Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated the customer reported complaint. The instrument was driven on a da vinci test system, but intuitive motion was not being experienced. The movement output was opposite to what the hand motion was being experienced at the master tool manipulator (mtm). Failure analysis found the primary failure of non-intuitive motion to be related to the customer reported complaint. No damage was observed at the wrist assembly. Additional observation: the wrist assembly was aligned properly at the home neutral position. The input disks at the chassis were checked for improper orientation. It was observed that the roll input disk gear was not set at home position while the wrist assembly was aligned at neutral position. A test instrument was compared with the instrument the customer returned and it was confirmed that the roll input disk gear was not oriented properly. This typically occurs when the roll input disk gear has become dislodged and the user has installed it back. Without the proper intuitive specification/diagram, it is impossible to determine how to reinstall the input disk back at proper orientation to achieve proper motion at the wrist. Since the roll input disk gear is not set properly, the hard stop position is also incorrect, causing miscalibration at the mtm, creating non-intuitive movement of the distal tip. Failure analysis found the additional failure of a dislodged input disk gear to be related to the customer reported complaint. The root cause of a dislodged input disk is attributed to the user. A review of the instrument log for the fenestrated bipolar forceps (420205-16/ k10220124-400) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 4 uses remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the fbf instrument moved in an unexpected/unintended/unknown way. An unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument turns to a different direction. A backup instrument of the same type was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no issues identified. The surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer while attempting to manipulate instruments at the time of the issue. The timing of instrument movement appropriate and no shakiness and/or friction was experienced. No internal or external interference or collisions occurred. The issue occurred near the beginning of the procedure and the customer reinstalled the instrument on the same arm; however, the issue persisted. A different instrument was installed on the same arm and no movement issues were experienced. Information related to the drape used in the procedure is not available and was discarded. The instrument is available for return to isi for evaluation. No photographic images or video are available to review. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc).